Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges they could not remove the plastic stiffening cannula. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. Root cause was unable to be determined from the investigation. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team.